Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter alert occurred for transmitter 41qs89. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed for transmitter 41u605 on the date of issue. The probable cause was determined to be a transmitter failed error. The reported event of a pair new transmitter alert is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.